Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection confirmed a hairline crack on the lateral side of the tasp. Gouges and nicks were also noticed at various locations on the device attesting to its age and multiple uses in the field. This lot was manufactured on july 24, 2013 and has therefore been in the field for approximately 3 years 2 months. It is unknown how many times the device has been used. The receiving inspection report for the supplier manufactured component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A complaint search for the part and lot combination revealed zero similar complaints. This particular device is listed in the aggregate tibial articular surface provisional (tasp) scope list associated with a previous investigation. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Therefore, the root cause can be said to be a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that during knee arthroplasty, the tibial articular surface provisional broke, but no pieces were retained within the wound.

Manufacturer narrative:
This device was considered to have left zimmer biomet conforming. It is believed that the device fractured due to wear associated from use in the field.